Event description:
The customer reported the ventilator stopped approximately 5 minutes after the pt had been connected. The customer reportedly noted a straight co2 line, and the spo2 level was 58%. The desaturation was resolved by switching to manual mode of ventilation. There was no reported pt injury.

Manufacturer narrative:
Under european law, pt information is considered confidential and will not be released by the hospital. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.